Event description:
It was reported that the pump was not working properly. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a correction bolus via pump to address bg level. During troubleshooting pump was reset and customer was able to resume insulin delivery.